Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The following physical damage was noted: minor scratches on the lcd window, cracked casing near the display window corners, cracked reservoir tube lip, and a stripped battery cap coin slot. (B)(4).

Event description:
The customer's father reported via phone call that the battery cap was jammed and will not come out of the insulin pump. The patient's blood glucose at the time of incident was 500 mg/dl, which he treated with 7 units of a manual insulin injection. Troubleshooting was initiated for the stuck battery cap. The customer's father was unable to remove the cap with a quarter or a large screwdriver. The customer was advised to discontinue use of the pump if the battery is low, and to monitor the pump close if they continue to use it. It was confirmed that the pump was out of battery. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.